Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr on 23/jul/2018. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: analysis of the returned device identified: creases fold, opening curved on posterior and weight to the spec. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, wear abrasion, stress marks and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Patient reported a right side "possible rupture" and "burning sensation." Explanting physician confirmed the rupture and also reported "surrounding tissue had the calcific, hard and crusty texture". The device has been explanted.